Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that she dropped her insulin pump and half of the display screen went blank. Customer stated that the incident happened when she was trying to change the infusion set. Customer's blood glucose at the time of the incident was 296 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.